Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigation confirmed the customer reported complaint. For clarification, the instrument was found to have a broken grip at the grip base. A piece approximately .212" x .609" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that prior to the administration of anesthesia and the start of a da vinci-assisted surgical procedure, the customer identified that a jaw was missing from the 8mm cadiere forceps. There was no patient involvement.